Manufacturer narrative:
It was observed that during the device inspection, the ceramic insulation was missing. The most likely cause was determined to be component failure due to material degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath, for the 26 fr. Outer sheath had exhibited ceramic insulation was missing. There was no patient involvement.